Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that patient had a seizure due to hypoglycemia. Patient's blood glucose (bg) level dropped below 40 mg/dl while wearing the pod between 4 and 24 hours. Patient's mother delivered a gvoke injection and approximately 30 grams of carbs, and called an ambulance. Paramedics came and checked patient's bg levels but no treatment was provided and patient did not need to be transported to the hospital.